Manufacturer narrative:
The pipeline device will not be returned for analysis as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. Thromboembolism is a known inherent risk of pipeline procedure and is documented in the pipeline flex instruction for use. The cause of the stroke related to in-stent thrombosis cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the complaint is lack of dual anti-platelet treatment.

Event description:
Medtronic received report that a patient experienced a stroke after pipeline implantation. The patient received the pipeline implant to treat a posterior communicating artery aneurysm. Ten months after pipeline implantation, the patient fell down at home, was unable to get up, and did not yell for help. The patient also lost control of her bladder and bowel function. The patient was taken to the emergency room with left-sided weakness and an altered mental status. In the ER, the patient underwent a head CT which showed an acute middle cerebral territory infarct involving the right anterolateral temporal lobe, posterior insula, and frontal operculum. The patient was admitted to the hospital for an ischemic stroke and was considered to be in serious condition. The physician reported in the assessment report that etiology is likely related to in-stent thrombosis since the patient was not on antiplatelets. At the time of admission, the patient was prescribed clopidogrel (1ml/day) and aspirin. It was reported that two months before the stroke, the patient stopped taking dual anti-platelet medication. The patient was not on any antiplatelet medications at the time of the stroke. One day after the stroke, the patient had no movement in the upper extremity and a little lateral movement in the left lower extremity; the patient's right side moved normally.